Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('things had to be removed/allergic to coils') and infection ('infection') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system compramised"), infection (seriousness criterion hospitalization), fatigue ("fatigue"), swelling ("swollen"), breast pain ("sore boobs") and abdominal pain ("shooting pain in abdomen"). The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the allergy to metals, immunodeficiency, infection, fatigue, swelling, breast pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, breast pain, fatigue, immunodeficiency, infection and swelling to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder, swelling , breast pain, abdominal pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event swollen, sore boobs, shooting pain in abdomen, fatigue were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('things had to be removed/ allergic to coils') and sepsis ('infection spread to my blood') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to antibiotic. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("2 weeks of hell after essure implantation"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion hospitalization), immunodeficiency ("immune system compromised"), abdominal pain ("shooting pain in abdomen"), pruritus ("itch"), fatigue ("fatigue"), swelling ("swollen"), breast pain ("sore boobs"), malaise ("I keep getting sick, even after having coils removed") and polymenorrhoea ("more than one period in month"). The patient was hospitalized for 14 days. The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the allergy to metals, sepsis, immunodeficiency, abdominal pain, pruritus, fatigue, swelling, breast pain and malaise outcome was unknown, the procedural pain had resolved and the polymenorrhoea had not resolved. The reporter considered abdominal pain, allergy to metals, breast pain, fatigue, immunodeficiency, malaise, polymenorrhoea, procedural pain, pruritus, sepsis and swelling to be related to essure. The reporter commented: narcos make me itcn opiate thing. Two weeks stay in the hospital due to an infection. Allergic to antibiotics, and almost died when the infection spread to her blood. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder, swelling , breast pain, abdominal pain, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: event "got more than one period in month" was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('things had to be removed/ allergic to coils') and sepsis ('infection spread to my blood') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to antibiotic. In 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("2 weeks of hell after essure implantation"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion hospitalization), immunodeficiency ("immune system compromised"), abdominal pain ("shooting pain in abdomen"), pruritus ("itch"), fatigue ("fatigue"), swelling ("swollen"), breast pain ("sore boobs") and malaise ("I keep getting sick, even after having coils removed"). The patient was hospitalized for 14 days. The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the allergy to metals, sepsis, immunodeficiency, abdominal pain, pruritus, fatigue, swelling, breast pain and malaise outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, allergy to metals, breast pain, fatigue, immunodeficiency, malaise, procedural pain, pruritus, sepsis and swelling to be related to essure. The reporter commented: narcos make me itcn opiate thing. Two weeks stay in the hospital due to an infection. Allergic to antibiotics, and almost died when the infection spread to her blood. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder, swelling , breast pain, abdominal pain, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- itch and I keep getting sick reporter information added. On 23-mar-2020: process with fu3. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('things had to be removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced immune system disorder ("immune system"). The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the medical device removal and immune system disorder outcome was unknown. The reporter considered immune system disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('things had to be removed/allergic to coils') and infection ('infection') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), immunodeficiency ("immune system compromised") and infection (seriousness criterion hospitalization). The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the allergy to metals, immunodeficiency and infection outcome was unknown. The reporter considered allergy to metals, immunodeficiency and infection to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "infection" were added. Medical device removal was replaced with allergic to coil. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('things had to be removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced immune system disorder ("immune system"). The patient was treated with surgery (removed part of tubes). Essure was removed. At the time of the report, the medical device removal and immune system disorder outcome was unknown. The reporter considered immune system disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal and immune system disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.